Event description:
The reporter stated that multiple zero unit boluses have been delivered by the pump and the meter without user intervention. There was no reported patient impact as a result of the alleged issue.

Manufacturer narrative:
(B)(4): the history showed five 0 unit boluses from the meter remote and two 0 unit boluses from the pump. The meter was not returned for investigation. The pump was exercised for 24 hours without any unprogrammed boluses occurring. A 10 unit normal bolus and a 10 unit audio bolus were performed and correctly recorded in the pump history. The keypad was examined and no damage was found to the keypad; all keypad buttons were found to be responding appropriately and no defects were found with the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.